Event description:
The customer reported that they system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated, the power supply was replaced, and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.